Event description:
The customer reported that while the iabp was in use on a patient, the iabp zero pressure key was intermittently non-functional. The patient was switched to another iabp and therapy was continued. No patient injury was reported. Over the life of the pump, the customer has replaced the keypad 3 times. However, over time the problem would recur.

Manufacturer narrative:
The company representative assisted the customer with trouble shooting over the phone and determined that applying pressure on the zero pressure key could also make sections of keys on the keypad non-functional. The symptoms observed indicate a bad or loose connection between the keypad, and the keypad controller pcb. The company representative advise the customer to replace the keypad controller pcb (part number: 0670-00-1145). A company representative called the customer on (B)(6) 2012 and confirmed with the biomed that they have not had any further problems since the keypad was replaced. The complaint file was updated and re-closed to reflect this activity. (B)(4).